Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the results of the reactivity testing, the patient tested positive for having a reaction to the mesh sample. The information provided also indicates that the patient has sensitivities to multiple other products. This complaint is confirmed for the patient having a reaction to the mesh. At this time, no additional surgical intervention has been reported. Should additional information be provided, a supplemental MDR will be submitted. This MDR represents the 3dmax light mesh implanted on the patient's right side. An additional MDR was submitted representing the 3dmax light mesh implanted on the patient's left side. Note section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2014 - the patient underwent the repair of bilateral inguinal hernias. During this procedure the patient was implanted with two bard 3dmax light mesh devices. As reported, the patient had been experiencing ongoing bladder issues (i.e. Interstitial cystitis) and urticaria (hives) since the time the mesh was implanted. On (B)(6) 2016 - the patient underwent an unspecified obgyn procedure performed and during this procedure the surgeon decided to perform an exploratory laparotomy to visualize the previously implanted mesh. The doctor noted that both of the mesh were ¿well incorporated and there was no edema or inflammation noted.¿ the surgeon noted that he did not feel the patient had any form of reaction to the mesh. The patient's allergist requested and was provided with a mesh sample to perform reactivity testing on the patient. The testing has been completed and it is reported that the patient showed a positive reaction to the mesh sample upon skin testing. As reported the patient was also reactive to 2-hydroxyethyl methacrylate, triclosan, and 2 classes of corticosteroids, clobetasol and desoximetasone.